Event description:
A customer contacted stryker to report that their device would not detect patient through paddles assembly. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker technician performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect patient through paddles assembly. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Section b3, event date of the initial medwatch report indicates (B)(6)2022 section b3, event date of the initial medwatch report should indicate (B)(6)2022 stryker was unable to duplicate the reported issue. The patient records were downloaded and reviewed and determined the ECG paddles were off due to high patient impedance. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.